Event description:
It was reported that the patient experienced ineffective therapy following an external pressure placed on the lead site. Impedance check revealed high impedances on all contacts of the leads. As such, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.